Event description:
Failure of covidien ev3 pipeline device to expand upon deployment resulting in life-threatening vessel obstruction, requiring extra-ordinary measures to retrieve device using endovascular methods. Despite successful retrieval, there were permanent sequela. If the device could not have been retrieved, large artery ischemic stroke and death would have been the most likely results. Additional images of device implantation, video clips of implanted device instrumentation, and camera photographs of explanted device are available for submission and review. The device was provided to the covidien/ev3 representative, (B)(6), who was present at throughout the procedure for submission to the engineering staff at covidien/ev3. Despite multiple inquiries since that time, no information about the explanted device has been provided by covidien/ev3 to the operating physician.